Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that 2 months after the dental implant was installed in intraoral regions #25 it was verified its non osseointegration. 45 ncm of primary stability was achieved and immediate load was performed. Patient presented bone type ii.